Event description:
In 2009, the lay user's/pt's home health/visiting nurse contacted lifescan (lfs) alleging that the one touch ultra meter had a power issue. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt. The reporter stated that the subject meter stopped working couple of days prior to contacting lifescan. The reporter stated that the subject meter would not turn on even after replacing the batteries. The pt reportedly experienced symptoms of "low blood sugar" after the alleged issue. The reporter stated that the pt was "saying things, which did not make any sense", and she reportedly gave him orange juice as treatment. The pt reportedly obtained a reading of "34 mg/dl" on the accu-check meter during the symptoms. Approximately after half an hour of the received treatment, the pt reportedly obtained a reading of "50 mg/dl" on the other meter. The reporter alleged that the pt got a low blood sugar since he was not checking his blood sugar for couple of days but was taking the usual dose of insulin. During the troubleshooting, the cca noted that the batteries were inserted incorrectly. The allegedly issue was resolved through training. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.